Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9512 batch 37622348 was received for evaluation. Visual inspection noted that the laser marks are faded. The threads of the device are damaged with bends and nicks. A functional test cannot be performed due to the device damage. The most likely cause of the reported failure is misuse of the device by the end user.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that an ar-9512 revers' threads on the inserter are broken. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.